Event description:
On , the pt underwent laparoscopic primary ventral hernia repair with bard mesh. The pt experienced pain in the area of the implant. On , the pt underwent an add'l surgical procedure to explore the site of the previous repair to evaluate the source of the pt's reported pain. During this procedure, the md noted there were adhesions to the mesh. Lysis of adhesions was performed. The md reported there was no recurrence or obstruction at the site. The mesh was intact and was left in place. An explant was not performed.

Manufacturer narrative:
The pt underwent add'l surgical procedure to address discomfort. During the procedure, surgeon said there was in incidental finding of adhesions to the mesh, which were lysed. Surgeon noted that the adhesions and the obstruction investigation were incidental findings, not the reason for the procedure. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or add'l info will be provided. We therefore, consider this report complete to the best of our current knowledge.